Event description:
During insertion of bone anchor, the tip of the driver shaft broke off. Dr. Successfully removed separated tip and anchor. Second anchor placed successfully to complete repair. No injury to pt was reported.